Event description:
It was reported to philips that the system had a start up issue. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system software hangs up during start up. Review of the log files shows host-pc did not startup in the previous system start. Upon troubleshooting fse found that the issue was cause by corrupt software reinstallation. To resolve the issue, fse installed and configured the complete host os and application software again. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.